Event description:
It was reported by the pmi group that a patient underwent a right hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a pmi product on an unknown day for an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00412; 0001822565-2024-00413; 0001822565-2024-00414. D10: item# unknown short flange cage; lot# unknown; item# unknown 46 magnum cup; lot# unknown; item# unknown dm bearing; lot# unknown; item# unknown femoral stem; lot# unknown; item# unknown femoral head; lot# unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.